Event description:
The t:slim g4 insulin pump has lithium ion battery problems. The pump will not charge correctly. It will show 45% charged and give an error indicating that it cannot charge and requests the user switch another power source. Multiple power sources, multiple power supplies, and multiple power cables will not solve problem. As the problem is with the battery or battery management software in the pump. Pump replacement is the only fix. This is the second t:slim g4 pump failure I have had in 2016 due to failure to charge the lithium ion battery.